Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter came dislodged from white suture wings and dislodged from patient. " the line was removed. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "catheter came dislodged from white suture wings and dislodged from patient. " the line was removed. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The complaint of migrated catheter was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the catheter body had dislodged from the rotating suture wing. Sutures were visible on the suture wings. The rotating suture wing component is not molded or adhered to the juncture hub. Therefore, it is possible for the suture wing to detach if undue force is applied; however, a complete visual inspection could not be performed as no sample was returned for analysis. Manufacturing and r & d were contacted as a part of this complaint investigation. R & d stated the wing clip is assembled onto a groove in the juncture hub and is not intended to move aside from rotation. Manufacturing stated there is a 100% inspection of the wing clip pieces, and any loose wing would be detected during the assembly process. Additional information from the customer states the catheters migrated during transfer of the patient; however, it cannot be determined if unintentional use error caused or contributed to the reported event without the sample received. A device history record review could not be performed as no lot number was provided. The IFU provided with the kit informs the user, "use triangular juncture hub with integral rotating suture wings as primary suture site". The IFU also states, "the removable suture wing, where provided, may be used as a secondary suture site. Place fingers on the suture wings and apply pressure until the hub splits open. Position suture wing around the catheter body adjacent to the venipuncture site. Secure wings in place to patient, using suturing technique per institutional policies and procedures". The customer report of a migrated catheter was confirmed by visual inspection of the customer supplied photo. Review of the photo revealed that the catheter body had dislodged from the rotating suture wing. It is possible for the suture wing to detach if undue force is applied to the catheter, however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.